Event description:
The manufacturer received information alleging a ventilator was alarming for volume was under delivered and high pressure. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for volume was under delivered and high pressure. The device was not in patient use. The device was returned to a third-party service center for evaluation and was found to pass testing and to be in overall good condition.